Event description:
Article reports that pt became bradycardic and then asystolic while sitting in chair. When the nurse turned on the device, error message (0004) appeared. The message persisted despite attempts to turn off/on and attempts to switch to emergency asynchronous mode. CPR was initiated & another 5388 turned on w/successful pacing. No apparent ill effects from the episode.